Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported breaks (cracks) and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters, mini trek rx, global, instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017- incorrect prep.na

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery. A 2.00 x 15 mm mini trek balloon dilation catheter (bdc) was advanced with no resistance to the lesion. On performing air aspiration inside the patient anatomy, it was noted that the bdc would not pull negative and a crack in the hub was observed. The bdc was simply removed with no reported issue and a new 2.00 x 15 mm bdc was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.